Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty (pta). The 100% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified upper arm vessel. A 4.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during second inflation at about 14 atmospheres for few seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition.